Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater then 3,000 ohms. High pacing threshold measurements and loss of capture (loc) were also observed. The lead was explanted and replaced. A lead fracture was visualized during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted abrasion to both the internal and the external insulation. An x-ray of the lead body indicated a fracture in the outer conductor at approximately 24 cm from terminal pin, confirming the clinical observation. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the lead damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater then 3,000 ohms. High pacing threshold measurements and loss of capture (loc) were also observed. The lead was explanted and replaced. A lead fracture was visualized during the procedure. No additional adverse patient effects were reported.